Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened act button dome switch. The insulin pump was received with minor scratches on the display window, a scratched keypad overlay and a scratched case.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that a button was not springing back on the customer's insulin pump. The customer did not recall any significant events leading up to the issues. It was advised to discontinue use of the pump and revert to a back up plan. The customer's blood glucose level was not known. Nothing further was reported.